Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, scratches on distal edge, minor stains under the light guide cover glass, cracks on side of video connector (vc), cut in vc cable and image out of field view were found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely component failure led to the malfunction. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported, the subject device had a poor image during preparation for use for an unspecified procedure. There were no reports of patient harm. No additional information is available.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a poor image during preparation for use for an unspecified procedure. There were no reports of patient harm. No additional information is available.